Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is currently unavailable.

Event description:
It was reported by our affiliate that the implant was broken during the meniscal repair surgery on (B)(6) 2018. The surgery was finished without any other problem although it was not reported how the surgery was completed. There were no broken parts in the patient¿s body. It was brand new and the first use when the issue occurred. There was less than 30min. Surgical delay and no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: investigation summary: the complaint device was received and inspected. The complaint can be confirmed. The truespan gun as well as the needle were received disconnected from the other. The needle was observed to be bent, and no implants were present. Also, the end of the needle that attaches to the truespan gun is deformed. The truespan gun deployment shaft was bent and creased at the distal end. When the user exerts excessive force against tissue, and the gun is leveraged the needle may bend therefore is a potential root cause for the reported failure. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable.